Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared due to unresponsive buttons. The customer's blood glucose was 442 mg/dl, which had been treated approximately ten minutes prior to the phone call. The customer stated that the device was tucked into their waist and the pants. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.